Event description:
It was reported that during the post procedural follow up, loss of capture was noted on the right atrial (ra) lead, the right ventricle (rv) lead, and the left ventricle (lv) lead. Diagnostic imaging was performed and migration of the device and dislodgment of the ra lead, rv lead, and lv lead was observed. The physician suspected the migration of the device was due to the anatomy of the patient resulting in dislodgment of the leads. A revision procedure was performed and the ra lead, rv lead, and lv lead were explanted and replaced. The device remained implanted and an absorbable antibacterial envelope was placed around the device. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported event of loss of capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.